Event description:
The customer reported getting an opcheck pads ECG test failure.

Manufacturer narrative:
The customer reported getting an opcheck pads ECG test failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.